Manufacturer narrative:
Device disposed of by user.

Event description:
This is the manufacturer response to user report (B)(4), which was received via (B)(4) by the manufacturer on 10/17/2016. Initial reporter (B)(6) was contacted on 10/17/2016 requesting additional information. (B)(6) was then called on (B)(6) 2016 in follow up to the email which we had received no response. She stated that she would look at the email and try to get the answers as soon as possible. (B)(6) was emailed again on (B)(6) 2016 due to no response had been received. On (B)(6) 2016 (B)(6) was called again and attempted to provide further detail to her original report. She stated that there was no actual problem with the care-e-vac 3 device as was listed on report (B)(4). The problem occurred with the canister lid. Canisters have expiration date screen printed on label due to exposure to uv light causes the plastic to become brittle and crack (B)(6) could not tell me what this date was as the canisters had been disposed of long ago (date of event (B)(6) 2015). Issue was not reported directly to manufacturer at the time, therefore, no additional information can be obtained. Care-e-vac 3 is manufactured by ohio medical, however canisters are designed and manufactured by bemis in (B)(4).